Manufacturer narrative:
The customer did not agree to have the unit repaired and replaced the unit instead. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during pre-use checkout the unit alarmed for "ventilator failure". There was no reported patient involvement.

Manufacturer narrative:
This unit was returned to ge healthcare engineering who performed an evaluation. The display was tested and determined that the root cause was an issue with u3 software on the com express module. The unit was scrapped at ge healthcare engineering.